Event description:
The caller reports the vent was inoperable(1012) and "air valve liftoff failure". The device was not in use. No patient/user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29/aug/2018. Date received by manufacturer: 23/may/2018. Field service engineer evaluated unit on site. The ventilator inoperable condition was confirmed. The blower motor would not spin up correctly during power up. The blower motor was replaced which resolved the issue. The motor was not returned for further evaluation.

Manufacturer narrative:
Report date: 28jan2019. Date rec'd by MFR: 24jan2019. Correction: follow up #2 submitted 11dec2018 stated that MFR 2031642-2018-01038 was a duplicate. Further review indicates that this submission was not a duplicate event, therefore, this correction is being sent to retract the information provided in follow-up #2. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 10dec2018. MFR report #(2031642-2018-01038) is a duplicate of an event previously reported under MFR report #(2031642-2017-02037). Any additional information will be submitted under the initially reported MFR#(2031642-2017-02037).